Manufacturer narrative:
The power supply was returned for analysis. A visual inspection of the re turned component was performed; no notable conditions were found. An investigation was performed. The returned power supply had no 24 volt output. The customer reported failure was verified. The root cause is failure of power supply. Updated h6 codes.

Manufacturer narrative:
G4: 21jul2020. B4: 26jul2020. The power supply was returned for analysis. A visual inspection of the returned component was performed; no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
It was reported that the ventilator started running on battery even though it was plugged in to alternate current (ac). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support. The customer was advised to replace the power supply. The customer reported that replacing the power supply addressed the reported issue.